Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was seen in-clinic. A message about "the selected sense ability settings do not provide a sufficient alert period" was present. The message seems to be related to the programmed shortest post-ventricular atrial refractory period/ ventricular refractory period. The device had been reprogrammed and no t-wave oversensing was seen. The patient¿s condition was fine.